Event description:
During robotic myomectomy procedure physician stated that the pk dissecting forcep tips were not approximating correctly. On further inspection of the pk dissecting forcep, one of the wires on the tip of the pulley system that controls the dissectors tips was broken. The instrument had 5 uses left when it broke.manufacturer response for pk dissecting forcep, intuitive surgical (per site reporter).complaint was registered RMA and device was returned for their review.what was the original intended procedure?robotic myomectomy.